Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b40 error, faulty main board (cm) board, image flickers, faulty video connector, faulty patient board, defective power supply unit and fan of the power supply unit does not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty printed circuit board image not displayed and b40 occurred due to faulty main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6). E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image when connected to a 150 series scope but was unable to display any image when connected to a 170 series scope. There were no reports of patient harm.